Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional evaluation reported the product passed all functional tests with no faults or errors. No problem found, could not establish a relationship between the device and the reported event. The probable root cause maybe a connection issue. No lot/serial number has been provided, therefore a review of device history is not possible. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that there is a noticeable delay when the footswitch, multi-function, versajet ii is pressed and when the versajet starts up. No patient involved.